Event description:
It was reported to philips that the device has problems with discharge. There was no patient involvement. The bench service technician evaluated the device and found the high voltage capacitor needs replacing. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. The device after servicing and testing will be returned to the customer. No further evaluation around the high voltage capacitor is warranted at this time.